Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation so therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a CPR mini scorpion dx was used for a plantar plate repair. The scorpion passed the first suture through the plantar plate, and while attempting to pass the suture the second time to make a mattress stitch, the tip of the needle broke. Fluoroscopy was used to locate the tip but it was unable to be found. The repair was completed. Fluoroscopy was used again, surgeon saw what he thought was the tip but was still unable to find it. He felt that the tip was located in the soft tissue and believes it won't cause any harm to the patient